Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been offline and could not be rebooted. The field service engineer (fse) replaced the pyxibus board and the controller board on auxiliary drawer 6. The repair was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, machine was offline and could not be rebooted. The customer stated that they needed the medication inside the drawer and the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.